Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right atrial (ra) lead was surgically abandoned due to an unknown reason. Additional information is being requested from the field. No additional adverse patient effects were reported. Additional information was received that the reason this ra lead was surgically abandoned was noise post tricuspid valve replacement procedure.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that right atrial (ra) lead was surgically abandoned due to an unknown reason. Additional information is being requested from the field. No additional adverse patient effects were reported.